Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005, indicative of an open circuit condition during shock delivery. The patient experienced a ventricular arrhythmia, during which therapy was exhausted, became unresponsive, and required hospitalization. The physician alleged that biventricular trigger caused the arrest. Technical services (ts) was consulted and reviewed the device data, noted the shock impedance measurements on the right ventricular (rv) channel were greater than 125 ohms. Ts explained the timing on the premature ventricular contraction (pvc) and biventricular trigger fell at the end of the t-wave deflection appeared as the cause of the ventricular fibrillation (vf) arrest and the eight shocks delivered were unable to convert the episode. No additional adverse patient effects were reported. This crt-d remains in service.